Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-jul-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 5 pyxibus module control board (pmc) was faulty. A field service engineer replaced pmc and reseated latch sensor to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a drawer failure occurred, and the drawer could not be recovered. The customer attempted to recover the drawer; however, an error message stating "requires maintenance, please contact technical support" was displayed. The customer powered off the station, unplugged the power cord, waited several minutes, and then restored power. Despite these steps, the drawer could not be recovered. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.